Manufacturer narrative:
Product event summary: the 990063-020 mapping catheter with lot number 222814423 was returned and analyzed. Visual inspection of the mapping catheter was performed. The shaft was kinked approximately 1.8 inches from the lemo connector. In conclusion, the mapping catheter failed the return product inspection due to a kink/twist observed on the catheter shaft. If information is provided in the future, a supplemental report will be issued.

Event description:
The mapping catheter subsequently tested out of specification per the manufacturer's investigation.